Event description:
"It was reported that contact regarding an issue with artcan 682245. (B)(6) spoke to (B)(6) 12.20 (B)(6) 2026 to get more details. When did the incident occur? After use 1st an only incidence aware of, wondering if has happened elsewhere. The product was quarantined but has since been lost. Occurred september last year, as cannula removed from radial artery the plastic tube in the patient, broke off, in the patient. No details of batch number available but would like it reported so it can be combined with other incident data if relevant."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.